Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that black spots were found on the bd luer-lok¿ disposable syringe's bd luer-lok¿ tip before use, as well as inside the tip, but "a couple days later", the spots were gone. The following information was provided by the initial reporter: "srh (B)(6) is now seeing black spots in bd item #309657, ps #338793, lot #8036012, however, a couple days later, those black spots somehow disappeared. Because there were black spots at one point, I felt it necessary to share. I am in (B)(6) today and they found a syringe with black spots on the luer lock tip as well as within the tip ¿ I have attached a picture of the tip as well as the back of the package. We do not have the original box for the mfg date nor expiration date. The product is bd 3ml syringe, luer-lok tip. The reference # (B)(4), imprinted on the clear ¿pull tab¿ at the opening end of the packet is the # 4184901 05 (the underlined portion -05 is not consistent on every syringe, some are 18, 04, etc). The back label of the syringe has the listing dgw87303 8036012 which is different from other same product syringes that do have an expiration date stamped on them ¿ I wonder if this represents a unique lot number. Finally there is a bar code # (01)00382903096572 which is on all the same product syringes regardless of expiration date. Customer responded to information request #2 stating that the affected syringe is available and this was noticed before use. Unable to confirm lot number as the one provided to the customer (dgw87303) is not valid."

Event description:
It was reported that black spots were found on the bd luer-lok¿ disposable syringe's bd luer-lok¿ tip before use, as well as inside the tip, but "a couple days later", the spots were gone. The following information was provided by the initial reporter: "srh framingham is now seeing black spots in bd item #309657, ps #338793, lot #8036012, however, a couple days later, those black spots somehow disappeared. Because there were black spots at one point, I felt it necessary to share.

Manufacturer narrative:
Investigation: two photos were received and evaluated. Both photos appear to be identical and depict a single 3ml syringe on a surface filled with milky liquid. Upon zooming in, a small black spot smaller than level 3 in size could be seen on the surface of the luer collar. No spots were observed on the tip or anywhere else on the syringe. A small black spot was also observed on the table surface immediately next to the syringe. The spot on the collar is outside the fluid path and the size observed is considered a cosmetic defect and acceptable per product specification. It is not clear what the black spot on the collar is without having a physical sample to evaluate. However, since the product has been manipulated it is not possible to conclude whether the foreign matter was introduced during the manufacturing process or at some point during the product¿s manipulation. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.